Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with a corneal scar in the right eye five months post photo refractive keratectomy (prk). The patient had phototherapeutic keratectomy (ptk) to remove the scar and is happy and vision is good. There are multiple patients for this reported event. This report addresses the patient pkr's right eye, and other manufacturer reports will be filed for the other patients.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Review of the logfile for the day of treatment shows during the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, performed the scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The logfile shows successfully performed treatments. The user performed an energy check before this patient. The energy was stable during the whole day. The treatment was performed without interruption. No abnormalities or deviations can be detected in the logfiles, which can contribute the reported issue. No technical root cause was identified, according to logfile review the product was found to be within specifications. The manufacturer internal reference number is: 2020-12940